Event description:
It was reported that the patient had a "one inch suture rupture". This was reported to be a mild event with definite relationship to implant and no relation to vns stimulation. The vns therapy treatment was not changed, but sterile strips were used as treatment. The event was not considered serious, per the report. Follow up with the physician found that on the day of vns implant, the patient went home and had a secondary generalized tonic-clonic seizure in his sleep, which caused a suture to rupture over the generator site. This did not heal until the day the patient was admitted to the emu. Butterfly band aids were used for treatment of the adverse event. There were no medication changes or other changes in concomitant medication that may have caused or contributed to the event. No other information was provided.